Event description:
The customer reported via phone call indicating that the insulin pump had a crack at the threads of the battery cap. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that we would replaced the devised and agreed to return the product for analysis. The customer also reported blank display of the insulin pump. It was explained to the customer that the blank display is due to crack in the battery compartment not connecting with the battery properly. The customer was advised the device would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time